Manufacturer narrative:
Pump received with critical pump error (open book image) alarm due to main download timeout/external flash crc test failed. Unable to determine the root cause, problem isolated to pcb 2. Pump was received with minor scratched lcd window. No crack display window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump display was cracked. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.